Manufacturer narrative:
The customer did not submit the device for further evaluation and instead canceled the additional service request. No further service activity was performed by philips. If additional service request is added, case will be reopened and further investigated.

Manufacturer narrative:
E: (B)(6). Reporter/intuition phone (B)(6).

Event description:
Philips received a complaint from the customer reporting the v60 ventilator alarmed with an oxygen unavailable message. Device was not in clinical use at time of event. There was no report of harm. A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse determined the issue was caused either by the flow sensor or pressure sensor. The fse advised the customer to perform air and o2 flow accuracy and the o2 mix accuracy tests on this device. The customer reported the device passed the tests. Due to the past service history of the device, the customer requested bench repair services for further evaluation. Investigation ongoing.